Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During the procedure the sheath was placed into the left atrium and farawave catheter was inserted. The air could not be removed even after the several attempts. As it was dangerous so the sheath was quickly pulled into the right atrium and the air removal was performed again. However, the issue was not resolved. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis.as it was discarded.